Manufacturer narrative:
This is a final report.

Event description:
The pt was not discharged from the hospital after the implant surgery. Per the surgeon, the pt passed away in 2008, after developing "acute renal failure as a complications of general anesthesia. The pt's renal failure ultimately led to his death several days after his cochlear implant was placed. His death has not direct connection to the implant placement in my opinion. Implant placement was complicated by a csf leak through the cochleostomy site. However, this was easily controlled with a muscle plug after electrode insertion. There was no evidence of infection or complication related to the csf leak encountered intraoperatively."